Event description:
The patient contacted lifescan in 2005 and alleged that their one touch ultra meter was giving the error 2 message. The medical affairs specialist called the patient in 2005 to verify and obtain further information. However, there was no answer and no option to leave a message. A letter will be sent as a second attempt to reach them. The patient reported that they were unable to test and felt light-headed. They went to the emergency room, where the ER meter result was 311 mg/dl. Patient was not given any treatment, but was sent to their primary care physician, who prescribed medication. There is no further information regarding the hospital visit or the medication prescribed to them. It is unknown as to how long they had the error 2 issue with the meter. At the time of troubleshooting with the customer service agent, it was verified that this was a new meter. The patient's testing technique was reviewed and it was discovered that their sample application technique was incorrect. They were asked to retest, and the error 2 message did not appear. Therefore, the issue was resolved. This complaint is reported as an adverse event because the pt was unable to test on the meter at the time of concern and the ER meter result was 311 with the patient feeling light-headed, which reflects a serious injury.